Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. Post-procedure the patient was started on dual antiplatelet therapy. At the routine 45-day follow-up, a thrombus was observed on the closure device biased toward the limbus. The patient was started on eliquis.